Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the low blood glucose level. The blood glucose level of the customer was 49 mg/dl at the time of the incident. Other relevant blood glucose level of the customer was 120 mg/dl. The customer treated low blood glucose level with food and glucose tablets. The customer was alleging the insulin pump was over delivering the insulin. The customer was alleging the insulin pump because the customer gave only half of the insulin and planning to give the remaining after sometime. The customer was assisted with the troubleshooting. The customer was not using auto mode during the low blood glucose level event. The insulin pump as well as reservoir will be returned for the analysis.